Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reports a speaker malfunction, there were no sounds on boot up. No patient involvement.